Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 3 am due to low blood glucose. The customer was unconscious. They were given juice and glucose by the emergency medical service. The customer¿s blood glucose at the time of admission was unknown. Their current blood glucose was 97 mg/dl. The customer declined to continue troubleshooting because they were experiencing a low blood glucose at the time of the call and had wanted to eat dinner. The insulin pump gave them too much insulin because they had 8 units of active insulin. The device was not returned for analysis.